Manufacturer narrative:
(B)(4). The customer returned one spring wire guide inserted into introducer needle with a lidstock. The guide wire showed evidence of use. The guide wire was observed to have kinks along the body and a bent distal end near the j-bend. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. Visual examination of the introducer needle revealed no obvious findings. The bends in wire body were located at 410-430 mm from the proximal tip. The offset coils were located at 442-445 mm from the distal tip. The overall length of the guide wire measured 452 mm which is within the specification of 450-458 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.618 mm which is within the specification of 0.610-0.635 mm per guide wire product drawing. The needle body length measured 3.00 in. Which is within specifications of 2.933-3.043 in. Per needle product drawing. The guide wire was advanced through a lab inventory ars and the returned 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was bent 410-430 mm and had offset coils located at 442-445 mm from the proximal tip. The returned guide wire and needle met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "after inserting inside the introducer needle, the spring-wire guide is no longer able to advance. After extraction the spring-wire guide tip is bent. The placement of a new device on another access is required.".

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "after inserting inside the introducer needle, the spring-wire guide is no longer able to advance. After extraction the spring-wire guide tip is bent. The placement of a new device on another access is required.".